Event description:
During the procedure the pts blood pressure dropped and the treatment was aborted. The anesthesiologist had to intervene with xylocaine, after which the procedure was completed. There is a possibility that the pt experienced an arrhythmia. However, there is no evidence that an arrhythmia occurred. This was not reported by dr at the time of the event.

Manufacturer narrative:
Lot history record review: the complaint information was forwarded to pronet. The lot number was not reported. A ship history was conducted. The ship history did not show this facility had purchased any 20400101. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint in unknown. The reported complaint could have been caused from the general anesthesia, the muscle block, patient condition or the ire procedure. This type of complaint will continue to be monitored for trend. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.